Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address one of the occlusion alarms, and reverted to a manual insulin injection to address the other occlusion alarm. Customer successfully resumed insulin. Customer's blood glucose level was 349 mg/dl.